Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, a fragment from the harmonic ace instrument broke off and fell inside the patient. The fragment was retrieved with another forceps instrument during the same surgical procedure. No additional surgical procedure was required to remove the fragment. No x-ray or imaging was performed to check for remaining fragments. The procedure was completed robotically with a back-up harmonic ace instrument. The patient has not returned to the hospital due to postoperative complications.

Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis evaluation. A review of an image provided by the customer shows what looks like a broken curved blade.